Event description:
A full audit of all legacy complaints since the inception of the company (2007) was conducted to assure any non-conformities that may exist from earlier years were discovered and properly documented and addressed. During the audit this reportable event was identified and is now being submitted. Previous personnel had deemed this a non-reportable. This event was to be reported within 30 days of occurring. While drilling into the facet joint for implantation of facetfuse system, the surgeon drastically changed the angle of the facetfuse drill. This caused the drill to break at the top of the flutes. The surgeon was able to use other instrumentation to safely remove the drill bit from the pt.

Manufacturer narrative:
F/u with field rep revealed that the surgeon drastically changed the angle of the drill while drilling. This excessive force resulted in the drill breaking. Lot history was reviewed and found to be in compliance with quality requirement. The facetfuse surgical technique includes the note to check to maintain trajectory while drilling to prevent hole over sizing from severe trajectory adjustment. Although this reference was in regards to hole over sizing, the surgical technique has since been updated to include cautionary note specifically for change of drill trajectory while drilling. See scanned pages.